Event description:
It was reported that there was a leakage in the o2 hose. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that there was a leakage in the o2 hose. The ventilator was investigated on site by our field service engineer and the reported issue was confirmed. However, customer did not accept the quote for replacement of the leaking hose. No root cause can be established for the reported issue.

Event description:
Manufacturer's ref #: (B)(4).